Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. It was also noted that the patient had ischemic heart condition. This left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Terminal segment of this lead was returned and noted to be severed from the terminal pin. Setscrew marks noted on terminal pin in the correct location. The returned segment of lead passed continuity test.